Event description:
It was reported that a cartridge alarm occurred. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer changed pump supplies to address the bg and issue. Reportedly, customer continued using pump for insulin therapy.